Event description:
It was reported that the pulse generator failed to pace when the patient moved their shoulder. The device also exhibited intermittent high impedances.

Manufacturer narrative:
No medwatch form was received.